Event description:
It was reported that prior to an unspecified procedure, a filterwire break occurred. During preparation of the filterwire ez embolic system, the filterwire was pulled back through the sheath and it curled up and the wire broke through the sheathing. The device had no contact with the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.